Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device did not advise a shock for a rhythm clinicians believed was shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also updating information submitted on the initial medwatch report. New information was received that the device was used on a patient and indicated an adverse event. The device was not returned to zoll medical corporation for evaluation. Instead, the clinical data was returned and evaluated. The clinical data for the report of "no shock advised" found that the analysis of all three segments was not a recognized rhythm due to insufficient amplitude of the waveform. Based on our review of the data we have concluded that the analysis program results were correct for the specific analysis in question and that there was no indication of a device malfunction. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device did not advise a shock for a rhythm clinicians believed was shockable. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.